Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery with moderate calcification, heavy tortuosity and 90% stenosis. Following pre-dilatation with an unspecified balloon dilatation catheter, a 2.5 x 38 mm xience prime stent was deployed; however, post deployment an edge dissection was noted. An additional unspecified xience stent was deployed to successfully treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.